Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. D4 - UDI# - (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on 20 november 2019 revealed that the latching pin was catching because the hinge and sideplate were not aligned correctly. It was also noted that the calibration was out of spec on the device, and the returned 1.5:1 cutter failed testing. The 2:1 and 3:1 cutters passed without issue. Repair of the skin graft mesher was performed by zimmer biomet which included alignment of the hinge and sideplate. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, and the device was noted to be functioning as intended after the hinge and sideplate were aligned, it cannot be determined from the information provided what caused the hinge and sideplate to come out of alignment. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit doesn't lock when closed and locks when opened. During the investigation, it was discovered that 1.1.5 cutter failed. No adverse events reported as a result of this malfunction.